Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the er320 device was returned cycled with the jaws closed; the trigger was manually assisted in order to open the jaws and one clip was fed. In an attempt to replicate the reported incident, the instrument was functionally tested; the device was cycled and it formed one clip as intended and then it ejected three clips. In the next actuations, no clips were fed even though the trigger was actuated in several occasions. No conclusion could be reached as to what may have caused the reported incident.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the scrub rn took the device from the packaging and squeezed the handle once. The handle did not rebound back and locked the jaws into place. The device was not used during the case. I have no further information. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.